Event description:
It was reported that the patient presented to the emergency room (ER) upon hearing alert tones and interrogation showed that the lead integrity alert (lia) triggered due to oversensing and electrical magnetic interference (emi) noise. It was further reported that the episodes occurred at the time that the patient received the new device and cautery was being used to close the pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.